Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device stopped firing during a laparoscopic lobectomy procedure. Another device was used to resolve the issue in order to complete the case. There was no patient injury.